Manufacturer narrative:
The reported complaint was confirmed. Visual examination confirmed the returned spacer had clearly suffered significant damage. The spindle and actuator were completely disengaged from the spacer body. The damage was sufficient to preclude functional testing. The damage to the spacer indicated failure was likely due to a combination of deployment against resistance and the physician failing to correctly attach the inserter to the spacer.

Event description:
A report was received that during the implant procedure it was observed that the screw fell out of the spacer . The physician attempted to remove the spacer but was unsuccessful. The spacer did not deploy and was left inside the patient. The surgery was considered a failed procedure.

Event description:
A report was received that during the implant procedure it was observed that the screw fell out of the spacer . The physician attempted to remove the spacer but was unsuccessful. The spacer did not deploy and was left inside the patient. The surgery was considered a failed procedure.